Manufacturer narrative:
(B)(4) d10: item # 00504901100 item name disposable mixing bowl and spatula lot # 66426871 x2 g2: foreign: japan the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that there were wrinkles in the sealing area of the packaging.there is no additional information available at the time of this report.

Manufacturer narrative:
Visual evaluation of the returned product found creasing in the seal. A dye test found the seal is conforming. Sterility has not been breached. As the product was determined to be acceptable per review of the inspection criteria, a complaint history review was not performed. No product failure was found as the product is within specifications. No further investigation or action is required after review. This complaint cannot be confirmed as the product was found to be conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.